Event description:
It was reported the patient (B)(6) underwent a trial procedure utilizing a different therapy regime. The patient's sjm devices are reportedly not providing effective pain relief. Despite the request for additional information, no further details have been provided.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.